Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose and also had over delivery. The customer¿s blood glucose level 30 mg/dl and 110 to 120 mg/dl. The customer alleging possible pump over delivery feels like it was over delivering at night when checked her blood glucose its already 30 mg/dl. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised refer to back up plan, per health care professional instructions. The insulin pump will be and reservoir will not be returned for analysis.